Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction field: b5 (problem description).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered 9 inappropriate tachy shocks due to 2 episodes of atrial fibrillation (af) with rapid ventricular response (rvr). This issue reoccurred outside of an isolated episode and therapy was exhausted. There were no changes to programming or medical intervention as corrective actions. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device delivered 9 inappropriate tachy shocks due to 2 episodes of atrial fibrillation (af) with rapid ventricular response (rvr). Device delivered all programmed therapy. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered 9 inappropriate tachy shocks and 2 anti-tachycardia pacing (atp) due to 2 episodes of atrial fibrillation (af) with rapid ventricular response (rvr). This issue reoccurred outside of an isolated episode and therapy was exhausted. There were no changes to programming or medical intervention as corrective actions. No additional adverse patient effects were reported.